Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse ordered tarpon amp boards for the affected locations (fl1 and fl3). Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier case: (B)(4).

Event description:
The customer reported amp board warnings at the fl1, fl2 and fl4 positions of their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.